Manufacturer narrative:
MFR received date: 05 sep 2019. Per field service engineer (fse) repair information received that confirms the cause of the noise is the blower. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The noisy blower does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The fse replaced the blower to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator has unknown noise. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
The customer reported that the ventilator has unknown noise. The customer reported that the unit was in use on patient , but there was no patient harm reported.